Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed which identified a broken occluder feet. The reported condition was verified as a broken occluder feet would result in a leak. The cause of the broken occluder feet could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was in use two (2) days. There was no patient injury however prophylactic anti-inflammatory medication was administered. No additional information is available.